Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) conducted an evaluation of one device. Opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. No visual abnormalities were observed. The instrument was evaluated for electrical conductivity; conductivity was not observed. The rotation knob functioned properly. The shears were applied to test media and cut the media cleanly without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for sheath damage complaints. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/wedge/segmental resection. According to the reporter: when cutting off pds suture, the knife has bad sharpness. Opened another. Nothing fell into the cavity. No bleeding. No patient harm. No tissue damage. No additional tissue resection. The operating time was not extended past 30 minutes.